Manufacturer narrative:
This device was returned to omsc and it is currently being evaluated. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for microbes as follows. This device had been reprocessed using a non-olympus automated endoscope reprocessor model esr-100 with peracetic acid. There was no report of patient infection associated with this report. Instrument channel: 10 cfu/ml (klebsiella pneumoniae). Air channel: 10 cfu/ml (klebsiella pneumoniae). Water channel: 10 cfu/ml (klebsiella pneumoniae).

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result for the subject device by olympus medical systems corp. (Omsc). The evaluation confirmed the following, but the causal relationship between the following and the reported event was unknown. The foreign material is adhered around the instrument channel outlet and the air/water nozzle. (Component of the foreign material could not be specified.) The bending section in the instrument channel is scratched. The instrument channel port, the suction cylinder, the air/water cylinder and the k-mount unit are not damaged and there is no stain adhesion. There is no buckling in the air/water channel. The foreign material is adhered in the air/water channel. (Component of the foreign material is silicon.) The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.